Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was at the hospital due to peritonitis for about 2 months. Upon follow-up with the patient¿s pdrn, it was reported that was hospitalized on (B)(6) 2026 for necrotizing fasciitis to a lower extremity that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). While the patient was hospitalized and undergoing ccpd therapy on a hospital provide baxter cycler (not a fresenius product), he began to experience abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with klebsiella oxytoca and enterococcus faecalis in the cultures and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique by assisting hospital staff during ccpd therapy. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequencies not reported) to address the infection while hospitalized. The patient continued his treatment course for the duration of the admission, and he was discharged on (B)(6) 2026. The patient was readmitted to the hospital on (B)(6) 2026 due to complications from the previous diagnosis of necrotizing fasciitis. The patient continued to be treated with the same antibiotic regimen during this hospitalization as his peritonitis treatment course overlapped both hospitalizations. The patient was able to undergo continuous ambulatory pd for renal replacement therapy utilizing hospital provided manual solutions as he did not feel comfortable utilizing the hospital cycler for his treatments. The patient had complicated and extended hospital courses due to his severe leg infection, and he was discharged from the hospital on (B)(6) 2026. It was reported the patient¿s necrotizing fasciitis, peritonitis and the associated hospitalizations were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid) as it was determined the patient¿s adverse event occurred during the use of a competitor product. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis by hospital caretakers during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. The exact date the patient¿s symptoms first presented was unknown; however, diagnostic laboratory testing was conducted 15 days after admission which was more than likely in response to the initial presentation of symptoms. Additionally, effluent fluid culture results showed both opportunistic, nosocomial pathogens that are part of the normal flora of human gastrointestinal (gi) and genitourinary tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.